Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system had an authentication issue. The technical support specialist stated the issue was resolved on customer end. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es system site had issue with authentication when user was trying to pull medication to patient. However, there were no adverse events or injuries reported based on this event.